Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v96667,3 implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v966673, ubd: 01-nov-2014, (B)(4); product ID: 37085-60, serial/lot #: (b)46), ubd: 10-may-2016, (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that an infection occurred at the ins and lead sites. Symptoms reported included redness. Caller stated they had 2 infections. Caller states they had a hardware infection. Caller stated he had puss coming out of his head, so they had to debride the area. After they did this they noticed redness on the chest. Caller stated they took the ins and lead out. They were on antibiotics for 6 weeks (pic line IV). Then after 91 days the infection came back so they had to take the probe out. Caller stated then he had to wait a year before everything could be put back in. Caller stated they had 2 infections. The infections were confirmed. It was a total system explant. No further complications were reported or anticipated with this event.